Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an arch aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag/ac), and a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. The dsf sheath was inserted from right side. The sheath was reportedly advanced up to the pre-existing y-graft with performing percutaneous transluminal angioplasty(pta) with balloon. Two ctag / ac devices were advanced on the guidewire (1st gw) through the sheath and placed without any issue. The right external iliac artery was ruptured while attempting to remove the dsf sheath. Non-gore occlusion balloon was advanced on the 1st gw and occlusion was performed, then another (2nd gw) guidewire was inserted into the dsf sheath, to deliver gore® viabahn® vbx balloon expandable endoprosthesis (vbx) to treat the ruptured vessel. The vbx device was deployed successfully but the blood pressure dramatically dropped upon deflating of the occlusion balloon and pulling down the dsf sheath. The physician inserted the dilator into the dsf sheath to advance the dsf sheath in order to cover the ruptured site, but the dilator was advanced on the 1st gw by mistake; hence, the distal side of the vbx device was pushed out of the vessel upon advancement of dsf sheath. Furthermore, while adjusting the position of the occlusion balloon that was advanced on the 1st gw, dilating the balloon accidentally between the vbx device and the vessel wall and crushing the proximal side of the vbx device by the balloon. Ultimately, the procedure was completed upon two additional stent grafts were placed from the y-graft leg down to right femoral artery, and n-butyl-2-cyanoacrylate (nbca) was injected into the retroperitoneum. It was reported that the proximal side of the vbx device was trapped between vessel wall and stent graft and the distal side of the vbx device remained to be protrude outside of the vessel. The patient tolerated the procedure.